Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was attempted to be implanted but when connected to the chronic right ventricular (rv) lead high out of range shock impedance measurements were observed. The physician elected to place a new lead and device. No adverse patient effects were reported.